Manufacturer narrative:
It was reported that the patient developed a pressure wound shoe while wearing the shoe the product wa not returned for evaluation. The root cause could not be established. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.

Event description:
It was reported that the patient developed a pressure wound shoe while wearing the shoe.